Event description:
Patient experienced episodes of syncope while traveling. During follow up the device was not able to be interrogated. Device was replaced.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programmer indicating invalid memory content and the eri battery status. The devices memory was analyzed revealing that the pacemaker switched into the safety backup mode on (B)(6) 2021 at 08:54 am as a result of the detection of invalid memory content. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. In the safety backup mode, a standard pacing parameter set is used, 4.8v@1.0ms in the ventricle and 4.8v@1.0ms in the atrium, which may result in a higher current consumption than with the individual program. Therefore, the battery may deplete earlier than estimated during the last follow-up. As a result, a reinitialization request will not prompt on the programming device. The pacemaker was opened for further analysis. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted but not defective. The electronic module was attached to an external power supply and a re-initialization was properly feasible. Subsequently, the electronic module proved to be fully functional. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from the higher output during the safety backup mode, which led to an earlier depletion of the battery than estimated during the last follow-up. There was no indication of a material or manufacturing problem.